Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller resolved the issue independently by filling a new cartridge and resuming insulin before contacting support. Additionally, customer technical services planned to send cartridges to ensure customer satisfaction.